Event description:
The guidewire and catheter dissected the fallopian tube during a falloposcopy procedure. This is an anticipated event as indicated in the product labeling. * the adverse event is marked "other" because it is unknown as to whether the adverse event results in permanent impairment of body function or permanent damage to the body structure.